Manufacturer narrative:
According to the customer, on (B)(6) 2023 during an "ent procedure", the gauze was used to apply "hibiclens" to the incision site "prior to the incision being made" and the "gauzed frayed". The customer reported they tried "to remove the fibers from the skin before making the incision". The customer reported a "possibility of retained fragments if they were not all removed by the surgeon and surgical team" but, they were unable to confirm if the gauze fragments were left in the incision. The customer reported they are unable to determine if there were any negative outcomes for the patient related to the reported incident. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 during an "ent procedure", the gauze was used to apply "hibiclens" to the incision site "prior to the incision being made" and the "gauzed frayed".